Manufacturer narrative:
Additional information : additional information/correction: upon clarification, the location of the leak was from the administration port. The device was manufactured between july 07, 2018 - july 09, 2018 the device was received for evaluation. Unaided visual inspection identified a tear in the spike port weld in front of the bag. Functional testing was performed which revealed a leak from the spike port weld. Magnified inspection observed a tear/hole at the spike port weld in front of the bag where the leak occurred. The reported condition was verified at the port weld. The direct cause of the condition was due to the tear/hole. The cause of the tear/hole could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The leak was discovered during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.